Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing noted due to noise on the right ventricular (rv) lead. Lead damage was alleged to be the cause. No intervention has been performed at this time, and the patient was stable with no consequences.